Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during basal. During troubleshooting, the customer was able to manually prime and get insulin to exit the tubing without an alarm. Blood glucose level at the time of the incident was 120 mg/dl. During a follow up call, the customer reported that she was receiving another no delivery alarm. Blood glucose level at the time of the incident was not provided. The customer stated that she had already completed the troubleshooting process for this issue. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.